Event description:
The reporter did back to back blood glucose tests. Reporter's results were 159, 49, 102 and 77 mg/dl. Reporter did not have any symptoms. No harm was alleged. Followup attempts to contact the reporter for add'l info have not been successful.